Event description:
A patient contacted baxter (B)(4) to report that a system error 2240 alarmed during 3/5 dwelling. The patient confirmed a leak from the yume-set, but the leak area was not identified. The call center staff explained to the patient, he tried reset of the machine and took off the kit. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No further information is available at this time. If the sample becomes availabel, a follow up report will be submitted.